Event description:
It was reported that the user experienced hypoglycemia after an unannounced meal, with blood glucose rising to 172 mg/dl followed by automated correction dosing and a brief cgm data interruption preceding a low reading of 53 mg/dl; troubleshooting and education were completed, and oral glucose was used to treat the event. Symptoms included urgent low glucose. Outcomes included recovery with oral carbohydrate without hospitalization. Investigation included case review and clinical assessment. Investigation of this case revealed no device malfunction identified and an unclear cause, with potential contributing factors including unannounced meal dosing dynamics and transient cgm data loss preceding the low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.